Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was broaching and went to take the broach handle off to trial. When he did, the "false trunion"( where neck segment and broach handle connect) we were able to get the broach out with a curved cobb elevator. Is there any other design that would be compatible for our broaches/neck trials that may be more durable?? This is the second acts stem that has had the same problem occur no x-rays are available. Was surgery delayed due to the reported event? Yes, if yes, number of minutes: 10, action taken when event occurred? Went to grab vice grips and slap hammer. Surgical tech suggested curved cobb elevator which worked, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> examination of the returned instrument found the post to be broken. The root cause is attributed to wear out. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.